Event description:
Caller reported experiencing a cgm error, specifically error 42, while using a g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a complete pump reset, and the caller was able to start their sensor session successfully after the reset, with no recurrence of the error.